Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(6) alleging her one touch vita meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(4) 2013. The patient stated the alleged power issue began on (B)(6) 2013 at 5:00 p.m. The patient manages her diabetes with insulin (lantus- 50 units in the evening; novo-rapid, self- adjuster) and stated she took a decreased dose of insulin (novo-rapid, unknown dosage) in response to the alleged issue. The patient reported, 2 days after the alleged issue occurred, she began to feel ¿thirsty¿. The patient stated she self-treated by drinking ¿lots of water¿. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.